Event description:
Customer reported intermittent co2 readings from the passport 2 monitor. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the unit's battery box, replaced the memory chip on cpu board and reprogrammed the cpu board.